Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast reconstruction with two 380cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade unknown), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent right breast capsulotomy and unilateral removal and replacement with a 370cc mentor memorygel breast implant (catalog: smpx370, lot: 9379118 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On february 23, 2021, mentor received additional information indicating that the capsular contracture that the patient experienced was baker grade iii. Mentor also became aware that suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2021, mentor became aware that it was erroneously indicated in the initial report sent on february 22, 2021, that a manufacturing record evaluation has been performed, however, it is still in progress. Manufacturer¿s reference number: (B)(4) a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.